Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was an instance of "running dry 26 mins early". Since bags ran dry prior to 12-hrs, the patient received all of the overfill which is 6.6% over the programmed volume. The product fault occurred immediately on use. The steps taken to resolve issue was changing out of tubing set to different lot number. No adverse patient effects were reported by the customer. The patient used a dual chamber bag where pn was mixed with lipid just prior to infusion. The patient¿s volume to be infused was 1130ml over 12 hours. It was stated that they add 75ml of overfill.

Manufacturer narrative:
H2) correction: d4 model number updated. H2) device evaluation: h3, h6: four sample units were returned for evaluation. The returned samples were received in unused conditions inside their original pouch. During visual inspection no damage or other manufacturing defects were detected on the sample related to the same failure mode. The samples were set for accuracy testing using a cadd pump legacy and a balance mettler toledo. No discrepancies were detected on the sample, the delivery test successfully passed within specification. Therefore, the customer reported problem was not duplicated.